Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The user guide also describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 400 mg/dl. A system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer had been using apidra insulin in the cartridge and the customer did not remove the air from the cartridge prior to loading it onto the pump. Tandem technical support informed the customer that apidra insulin was not labeled for use with the pump and to remove the air from the cartridge. The customer acknowledged the information and was to change the supplies on the pump.